Event description:
Surgicount lap sponge used during the surgical procedure did not contain the identifying matrix used with the counting system. The sponge had a portion of the matrix intact at the end of the procedure.